Event description:
The operating room nurse stated that on (B)(6) 2012, a posterior cervical laminectomy with fusion was performed with the use of a mayfield modified skull clamp ((B)(4)). At the end of the surgery it was found that the patient had incurred a "small" laceration which required suturing. The patient recovered. Integra adult pins were used during the surgery. There was no stereotaxy device used during this procedure.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the returned product.